Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: instructions for use: 1. Preparation of sms prior to insertion. A. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 50 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45 ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. Insertion of device. A. Unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. B. Attach the 50 ml syringe filled with 45 ml of water to the inflation port, but do not inflate. C. Insert the inflation cuff using a four step process: 1) as previously stated in step 1, preparation of sms prior to insertion, ensure the retention cuff is completely deflated. 2) holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45 degree angle, in order to create a conical shape with a leading edge for easy insertion. 3) generously coat the patient's anus with lubricating jelly. 4) gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. D. Inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The green inflation port has an external pilot balloon used as a guide to determine proper inflation, as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. If the pilot balloon indicates over or under inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid. Cuff inflation: inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The inflation port has an external pilot balloon as a guide to determine proper inflation, as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. E. Remove the syringe from the green inflation port and gently pull on the drainage catheter to check that the cuff is securely in the rectum and that it is positioned against the rectal floor. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the variety of issues with stool management system but all of them are to do with the part that customer instill water in to hold it in place. One they could not inflate or instill into at all. One the water came right back out of the instillation port. One the inflation water flowed out of the reservoir into the collection bag. Two others did not specify the actual issue. Customer was unable to utilize fecal management system. Customer via email on 02jan2025, it was reported that no patient harm was reported. Staff only reported one instance of not being able to instill the water, all of the other instances the flow was unrestricted. One they could not inflate or instill into at all, one the water came right back out of the instillation port, one the inflation water flowed out of the reservoir into the collection bag. Customer was not able to identify exactly what two other issues took place. The staff just reported that the system would not stay in place and upon inspection, noted that the water was not in the system and so they replaced with a new system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the variety of issues with stool management system but all of them are to do with the part that customer instill water in to hold it in place. One they could not inflate or instill into at all. One the water came right back out of the instillation port. One the inflation water flowed out of the reservoir into the collection bag. Two others did not specify the actual issue. Customer was unable to utilize fecal management system. Customer via email on 02jan2025, it was reported that no patient harm was reported. Staff only reported one instance of not being able to instill the water, all of the other instances the flow was unrestricted. One they could not inflate or instill into at all, one the water came right back out of the instillation port, one the inflation water flowed out of the reservoir into the collection bag. Customer was not able to identify exactly what two other issues took place. The staff just reported that the system would not stay in place and upon inspection, noted that the water was not in the system and so they replaced with a new system.